Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. The pt was retrospectively enrolled with 2 cm non-dysplastic barrett's esophagus. Following a primary circumferential ablation the pt experienced dysphasia with bread. Pt had a history of stricture. The pt was dilated and the stricture was resolved. Per physician the severity was mild and the relationship of event to device procedure was definite and there was no device malfunction.